Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon receipt the charger was unable to power on. The cause of the inability to power on was isolated to a defective power supply. The connector was cut from the power brick. The root cause of the cut cable was unable to be positively identified but is likely physical abuse. No adverse event resulted from the defective battery charger/modem's power supply. The last patient to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) had a defective power supply. The last patient to use this battery charger/modem did not report any deficiencies.